Event description:
The customer reported that multiple initial and repeat erroneous elevated red blood cell (rbc), platelet (plt) results as well as multiple initial and repeat erroneously low white blood cell (wbc), and hemoglobin (hgb) results were generated on a coulter hmx hematology analyzer with autoloader for four different patient samples. Complete blood count indice results were correspondingly impacted. Multiple patient sample retests generated erroneous rbc, plt, wbc and hgb results with wbc, rbc, and/or plt instrument generated flags. Three of the four patients' erroneous results were reported outside of the laboratory. One of the patient results was questioned by a physician. As a result, the customer repeated quality control (qc) assessments and found that the rbc qc results were elevated outside acceptable limits and the wbc and hgb qc results were low and outside of acceptable limits. There was no death, serious injury or modification to patient treatment associated or attributed to this event. The instrument was assessed via beckman coulter inc led, customer-executed, instrument troubleshooting. The customer cleaned the blood sampling valve (bsv). Quality control assessment results executed after troubleshooting were acceptable. The affected patients were rerun on the same instrument after troubleshooting. The repeat results demonstrated lower rbc, plt, and higher wbc, hgb results which the customer regarded as valid. Complete blood count indice results recovered in correlation. For those patients whose erroneous results were reported from the laboratory; corrected reports were issued. The specimens were collected in 3 ml vacutainer tubes that used k2 ethylenediaminetetraacetic acid. The tubes were not noticeably short draws, lipemic or hemolyzed. The samples were tested within five to ten minutes of collection.

Manufacturer narrative:
Service was not dispatched to the site as it was evaluated and resolved via beckman coulter inc led customer troubleshooting. . The failure mode for this event was a dirty blood sampling valve.